Event description:
It was reported to boston scientific corporation that a physician had a patient who experienced a foreign body reaction, and referred them to another physician who recognized it as a reaction to orise gel. It was mentioned that the referred physician had the same issue with orise in a couple of patients a few years ago. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Device manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Impact code: (B)(4).